Event description:
It was reported that there was a patient alert for varying impedance measurements on the atrial lead. It was indicated that since implant there has been three spikes in impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.